Event description:
Report received on an over-delivery. In 2002, the pump was programmed in the continuous mode to deliver 730ml of milrinone at a rate of 4.3ml/hr for a duration of 7 days. 2 days later, during a routine home visit, the nurse noted that 201.5ml was infused instead of the expected 206ml. 4 days later, the nurse came to the patient's home a day early to change the container due to the holiday. At this time the nurse noted that 722ml were infused instead of the expected 619ml. There were no reported adverse patient effects. Though requested, no further information was available.